Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of psoriasis and eczema was exacerbated by the lifevest equipment. Patient described the area as itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician is treating pre-existing conditions. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.